Event description:
Report received of no audible alarm tones. During routine preventive maintenance testing by the user facility's biomedical engineer, the device did not audibly alarm when on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no addtional info was provided.